Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on (B)(6) 2021 with lot number 2426066. Visual analysis of the returned device identified: wear abrasion, crease flat. A microscopic analysis was performed which identified opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell to an unidentified (tear) opening."

Event description:
Healthcare professional reported right side deflation device has been explanted.